Event description:
My kids first full day of school was on (B)(6) 2020. By that late afternoon, they both were complaining if headaches and feeling nauseous. The school where my children attend, (B)(6), is mandating masks for in person learning. FDA safety report ID# (B)(4).